Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset and walked the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started a new sensor session.